Manufacturer narrative:
The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was in emergency room march 17, at 9 am on due to hypoglycemia. The customer's low blood glucose level while admitted to the hospital was 32 mg/dl and treated their low blood glucose with sugar water glucose. Based on customer report customer allege the insulin pump was over delivering the insulin.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 54 mg/dl after being treated for the high. The customer was at 355 mg/dl at the time of the call. The customer used an insulin pen to treat the high. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer had a low of 32 mg/dl on (B)(6) 2019 while in pump auto mode. The insulin pump will be returned for analysis.